Manufacturer narrative:
During the time of the reported event, the air regulator was damaged subsequently causing the washer's door to not close properly. As the washer's door did not close properly this allowed water to leak from the unit onto the floor. The unit did not alarm. A steris service technician arrived onsite to inspect the washer and found that the air regulator required replacement. The technician replaced the air regulator, tested the washer, and confirmed the unit to be operating according to specifications. A 3-year complaint review indicates this to be an isolated event and no additional issues have been reported.

Event description:
The user facility reported the reliance synergy washer was leaking water onto the floor. No injuries were associated with the reported event.